Event description:
It was reported that an asymptomatic patient presented for follow up post an initial implant procedure. It was noted that the right atrial lead exhibited failure to pace. Programming changes and repositioning attempts were made but did not resolve the issue. The lead was explanted and replaced. The patient was stable throughout the procedure.